Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28march2019. The customer troubleshot with technical support. The customer was advised that in normal operating the unit is operating on ac power when it is connected and should transfer to direct current dc power if ac is disconnected.

Event description:
It was reported that the ventilator was not operating on alternate current (ac) power. No patient involvement. Event date not specified, estimate used.